Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cable was unplugged from the j1005 connector on the ca board. The cause of the non-functional response buttons is the unplugged cable. The root cause of the unplugged cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.